Manufacturer narrative:
(B)(4). Evaluation summary: the as reported problem of a colleague infusion pump that failed to alarm occlusion was not confirmed during the sample evaluation by service technicians. The quality engineer later assigned the as determined problem to be a downstream occlusion alarm that was found in the event history. Even though the determined problem was confirmed, no assignable cause could be identified. All sensors were found to be within specification; no repair required. Additional information: a device history review was performed finding one exception during manufacturing. The user interface printed circuit board on channel a was replaced to address a faulty keypad issue. However, the device was re-tested and passed subsequent testing.

Event description:
The nurse reported for two colleague infusion pump which did not give occlusion alarm during therapy when she tried to make infusion to arterial vein instead of venous (by mistake). According to her, the pumps were designed to give alarm when they get inserted incorrectly. Few days later, the same nurse provided additional information about the event. According to her, when infusion started there was color change through the patient arm and he experienced strong pain. The patient's blood pressure also went high during this event. However, the patient health condition is better now. This condition has the potential to cause an interruption of delivery. No additional information is available. The user interface module software version of this pump is colleague p1.5(5.48.92).

Manufacturer narrative:
(B)(4). The device has been received by baxter (B)(4) personnel, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received. A service history review revealed no previous service events were related to the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required.